Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had code 4 and 5 alarming and fault codes 58 and 124 in logs. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes, investigation conclusion), h10, h11. Corrected fields: h6 (problem code). Additional information: contact person details: ria swift, (B)(6). A getinge field service engineer (fse) evaluated the unit and ran numerous condensation removals and unable to clear. Replaced with new pim module, drive manifold, o-ring,buna-n and transducer and unit passed as intended. Trouble shooting and full pm checklist completed. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received the defective components for investigation. These parts were received with a reported failure of code 4 and 5 alarming while in use, fault codes 58 and 124 in logs. The fat performed a visual inspection and found the parts to have a residue on them and in the internals. Possible blood. Fat will not test these parts due to the risk the residue poses to the cardiosave test fixture. The faults on this complaint are impossible to define. Retaining the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had code 4 and 5 alarming and fault codes 58 and 124 in logs.